Event description:
It was reported that during routine testing, the hospital noted output of the ge healthcare tec 6 vaporizer was lower than expected. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.